Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of.

Event description:
The patient was undergoing a coil embolization procedure using a neuron max 088. Before the procedure, the physician noticed that the dilator portion of a neuron max 088 was kinked. The procedure continued using another penumbra system device.